Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery power loss and frozen display. Troubleshooting was performed and identified a frozen display. No harm requiring any medical intervention was reported. Customer will discontinue pump use and the product is expected to return for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged frozen screen and unexpected battery power loss found on 2022.received pump with a unresponsive keypad, unable to perform displacement test. The pump passes active current test and self test. Pump fails sleep current test. No frozen screen anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2021 at start time 19:57:00.000 and power loss alarm [6] on (B)(6) 2022 at 12:04:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All buttons were tested individually for their functionality, up and back button unresponsive. Keypad overlay was peeled. Keypad passes keypad voltage test. Found moisture damage on keypad flex connector. Unresponsive keypad due to moisture damage on keypad flex connector. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. High sleep current and unexpected battery power loss due to moisture damage. No frozen screen anomalies noted during analysis, frozen screen not confirmed. Unresponsive keypad due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.